Event description:
Reporter stated that the device appears to have experienced some melting, aorund the connection area. No operator injury was reported. A request was made for the return of the suspec device, and replacement product was shipped.